Manufacturer narrative:
Updated fields:b4,d9,g3,g6,h2,h3,h5,h6(type of investigation, investigation findings,conclusion),h11 corrected field: d4 lot number the iab was returned with the membrane completely unfolded with traces of blood on the exterior of catheter. The sheath was not returned for evaluation. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 76.2cm from iab tip. The location of the kink found is unlikely to be due to difficult insertion as the kink was at the proximal end of the iab, which does not affect advancing the iab into the patient. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h5.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings.complaint record ID: (B)(4).

Event description:
It was reported that sensation plus 50cc balloon catheter was unable to insert during use on patient. No patient harm and injured.